Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation, the front and rear response button was non-functional. The rear response button switch dome was missing and the front response button switch dome was damaged. The root cause of the damaged dome and the missing switch cannot be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor's response buttons were not functioning.